Event description:
It was reported that the procedure was to treat an unspecified artery. There was resistance advancing the xience v over the whisper guide wire. The stent was deployed and during removal the catheter stuck on the guide wire. There was no damage noted to the guide wire or the catheter. The procedure took longer than normal due to the resistance between the two devices. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with the devices was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified. The xience v, referenced is being filed under a separate manufacturing report number.